Event description:
A malfunction alarm was reported, displaying malf 0 with a fault ID. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the issue recurred. Consequently, the customer was advised to revert to multiple daily injections (mdi) as a backup therapy while a replacement pump was arranged by technical support. The customer was guided to put the malfunctioning pump in storage mode and return it with a pre-paid label.